Event description:
It was reported that pump battery depleted too quickly, although battery issue did not cause pump shutdown, and customer also reported damaged silver port. There was no reported impact to the customer¿s blood glucose level. Customer support planned to investigate battery consumption, and customer was provided replacement pump due to damaged port.